Event description:
It was reported that the console did not respond anymore in an arctic sun device. Per follow up information received via email on (B)(6)2023, device was sent to ondée bd-approved facility. Issue was not resolved yet. Patient was not involved. Console was not responding anymore, stopped working. Per follow up information received via email on (B)(6)2023, console means artic sun 5000 sn 5405. Probably, partner would define exact problem during inspection at the depot. Per investigator notification received on (B)(6)2023, it was reported that the pressure available from the inlet, but we have no water suction. Means the fdl was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the console did not respond anymore in an arctic sun device per follow up information received via email on 09may2023, device was sent to ondée bd-approved facility. Issue was not resolved yet. Patient was not involved. Console was not responding anymore, stopped working. Per follow up information received via email on 09may2023, console means artic sun 5000 sn 5405. Probably, partner would define exact problem during inspection at the depot. Per investigator notification received on 16jun2023, it was reported that the pressure available from the inlet, but we have no water suction. Means the fdl was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the console did not respond anymore in an arctic sun device per follow up information received via email on 09may2023, device was sent to ondée bd-approved facility. Issue was not resolved yet. Patient was not involved. Console was not responding anymore, stopped working. Per follow up information received via email on 09may2023, console means artic sun 5000 sn (B)(6). Probably, partner would define exact problem during inspection at the depot. Per investigator notification received on 16jun2023, it was reported that the pressure available from the inlet, but we have no water suction. Means the fdl was defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed fluid delivery line. The device was evaluated upon receipt. It was noted that pressure was available from the inlet, but no water suction. It was determined that the fdl was defective. Replaced fluid delivery line. Device passed all testing after repair. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.